Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately tortuous and mildly calcified target lesion was located in the right coronary artery. The lesion was prepared with a 3.25 x 15mm wolverine cutting balloon. A 3.50 x 28mm synergy stent was deployed at the proximal to mid right coronary artery at 12 atm with no issues. A type d, non-flow limiting distal edge dissection was observed after stent deployment. Per the physician, the dissection was caused by the tortuosity of the lesion. A 3.50 x 12mm synergy was deployed distally by overlap technique to cover the dissection. The procedure was completed successfully and the patient was discharged.